Event description:
It was reported that the insulin pump alarmed button error while the customer was sitting down. The customer's blood glucose was 140 mg/dl. The caller did not observe any significant events leading to the alarm. The caller also noted that the insulin pump alarmed battery out limit after a battery change. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.